Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.

Manufacturer narrative:
The device was not returned to edwards for evaluation. The clinical observation was unable to be confirmed. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards was informed through the implant patient registry that a (B)(6) female patient underwent re-do aortic valve replacement to remove her stenotic aortic bioprosthetic valve. The implant duration of the aortic bioprosthetic valve was nine years. The explanted device was replaced with a 3300tfx 21mm. Patient presented to the hospital with moderately significant prosthetic valve aortic stenosis. Her velocities across the valve gave maximal gradient of 57 and mean gradients of 34. She was warned of the high risk of the operation given the repeat surgery, the combined aortic valve bypass grafting and her poor ventricular function. Intra-operative findings, echo showed a poorly functioning left ventricle that seemed to be more globally dilated. The aortic valve had almost no movement of the noncoronary leaflet and fairly heavily restricted leaflet motion on the left leaflet. The right leaflet moved normally. The aortic valve had significant calcification of both the noncoronary and left leaflet. Both were immobile. At the end of the procedure, patient was placed with temporary pace wires and received left intraaortic balloon pump for additional support with low preoperative ejection of 20% and a long crossclamp time. There was evidence of cardiopulmonary bypass induced consumptive coagulopathy and fresh plasma, platelets and cryopercipitate was administrated. Patient was taken to the intensive care unit and finally discharged on post-operative day 13. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint".